Manufacturer narrative:
(B)(4). The second multi-link pixel stent is being filed under a separate manufacturer report number. In this case, there was no reported product deficiency and the device was not returned for evaluation. The reported patient effects of angina and occlusion, as listed in the adverse events section of the multi-link pixel instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2005, the patient underwent a pixel stenting procedure in the proximal and mid right coronary artery (rca) with one 2.5 x 8 mm and one 2.5 x 18 mm stents. On (B)(6) 2006, the patient experienced unstable angina and it was noted that there was a total occlusion in the mid rca as well as a lesion in the left anterior descending artery. The patient underwent coronary artery bypass grafting. The physician reported that he could not conclude that the occlusion occurred by the pixel stents, the non-abbott stent or either. The patient's condition improved on (B)(6) 2006. There was no additional information provided.